Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. H10 updated with MFR reported number 2955842-2025-48218 to demonstrate a previously reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to various scratches on the main cosmetic damage. The scratches measured approximately 5.27mm in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint regarding deep scratches was confirmed by failure analysis. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument exhibited deep gashes on distal tip black sheath. There was no report of patient involvement.